Event description:
Per 21 cfr part 803, an MDR reportable event. Complaint received from clinician that alleges "shoe bothered patients bunion and as a result, his toe was removed a few weeks ago." Questionnaire was not received from clinician and/or patient. Device not returned to manufacturer for evaluation.